Event description:
The customer reported via phone call that their battery died without warning. The customer also reported their insulin pump's screen was blank. It was also reported the insulin pump made an unusual sound. The customer's blood glucose was 4.4 mmol/l. The customer also reported receiving a failed battery test alarm. Troubleshooting found the battery compartment and spring were not damaged or corroded. The insulin pump also passed a self test during troubleshooting. The customer did not receive a failed battery test at the end of troubleshooting. Customer was advised to monitor their insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.